Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a stuck button alarm. The customer¿s blood glucose was 372 mg/dl at the time of incident. Stuck button troubleshooting was performed and confirmed that the customer was unsure if the insulin pump button was pressed down for 3 minutes or longer and it was not exposed to a change in altitude. Customer also reported that the insulin pump had a power loss alarm and the battery does not last long. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Insulin pump received with normal operating currents, no unexpected power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. Insulin pump received with all buttons responding properly. No unresponsive keypad/button error alarms noted during testing (B)(4).